Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump delivered a bolus when the customer¿s bg level was trending downward and bolus was not needed. The customer's blood glucose (bg) level was 86 mg/dl. Recommendation was made to consult with healthcare provider regarding diabetes management.